Event description:
Additional information received on 05/27/2025 for report mw5169598. Complainant experienced a medical device complication which required resuscitation. Complainant was never told the device was recalled and was supposed to be notified by their physician. The government has sued this company and they¿ve had to pay millions in fines. The company is still using recalled devices. The company is falsifying documents to the FDA. The company does not want to pay the money to remove the affected devices from people. Ref report: mw5169597.

Event description:
Call received from reporter regarding two different subcutaneous implantable cardioverter defibrillators (s-ICD) that he has had implanted within the past eight years. The first ICD (implanted (B)(6) 2018) malfunction and was providing inappropriate treatment shocks so was replaced in (B)(6) 2024 (the second device). Upon replacement of the ICD due to battery depletion, surgeon kept the leads from the old device to connect with the new defibrillator. Approximately two weeks ago, the new ICD gave an inappropriate shock which did not convert the arrhythmia and induced atrial fibrillation with angina. After experiencing this shock, reporter stated that he felt leg weakness, dyspnea, shoulder and back pain that "felt like a heart-attack." Interrogation was attempted to examine readings but failed. Reporter was admitted to the hospital for five days ((B)(6) 2025) and the ICD was turned off with use of a backup vest (which he did not receive until after easter due to someone not ordering the vest). Reporter stated that he still was feeling shocks after the device was turned off and no alarms were heard for this incident. Reporter learned that the new ICD is on a recall list from boston scientific and has been on the list since 2021 but was still implanted in him without such knowledge at the time. Reporter is scheduled for consultation tomorrow ((B)(6) 2025) for near-future replacement of his present ICD. He requested that he be given the device after explantation but was declined by boston scientific due to their wanting to do analysis on the device. As a result of these incidences, reporter stated that he has had problems with sleeping as a direct result from anxiety due to his devices not providing appropriate treatment. Ref report: mw5169597.